Event description:
It was reported that a user on mounjaro for six weeks experienced low glucose readings and was advised by their healthcare provider to perform a factory reset; internal review of device data indicated minimal hypoglycemia with most readings in range, and the user was counseled on expectations before proceeding with reset considerations. Symptoms included hypoglycemia with a reported blood glucose of 69 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included review of reported glucose data and consultation with clinical support to assess the appropriateness of a factory reset and provide education. Investigation of this case revealed no device malfunction or alarm behavior, and the event was consistent with user-reported hypoglycemia without corroborating widespread low readings. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.